Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The p-cap locks properly into the reservoir compartment. The pump passed the active current test and self test. Pump history files and traces successfully downloaded using thus. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump error 68 (B)(6) 2025 at 14:06] and error 49 (B)(6) 2025 at 14:06 indicate power did shut off unexpectedly on the event date. The pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. Pump failed the sleep current test due to moisture damage on the electronic assembly. The following were noted during visual inspection: scratched case, pillowing keypad overlay and corroded battery tube blank display was not confirmed during analysis. Moisture damage was confirmed during analysis. Pump error 68 and error 49 confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was submerged in water and had a blank display. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed for the fluid in the pump, but there is no visible fluid in the pump. The pump did not pass the self-test. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1715k was requested, and the customer's response was that the device would be returned.